Event description:
Customer reported in the last two sensors the wire came out with the needle on one. The other was similar but noticed it after the transmitter would not turn green, so customer removed the sensor. Customer noticed a little piece of wire sticking out the needle holder. No further reportable information.

Manufacturer narrative:
Two opened and used sensors were inspected and both were found with a retracted cannula and one of the two with a broken cannula and missing the broken part.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.